Event description:
It was reported that bd insyte needle pierced the catheter. The following information was provided by the initial reporter: failure in the peripheral venous cannula at the time of puncture, the vein cannot be cannulated and the puncture is lost on repeated occasions with pediatric patients, when the cannula is removed it appears cut. The patient is punctured several times without success. Delay the beginning of the treatment and generated discomfort to the patient for being multipunctured.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
To aid in the investigation of this issue, three (3) picture samples were received for evaluation by our quality team. Through examination of the pictures, the insyte product was observed with the catheter transfixed by the needle. One (1) picture showed this defect with a used product and one (1) picture showed this defect with an unused product. As the batch number was unknown for this incident, a review of the production history records could not be completed. For the unused product, a manufacturing defect is determined. It is most likely that an isolated failure in the vision system allowed a pierced catheter to be released to the customer. Improvement actions related to this defect type were implemented in a previous corrective and preventive action plan in september 2024. As the batch is unknown for this incident, it cannot be determined if these actions were implemented before the manufacture of the product involved in this incident. For the used product, it is possible the defect resulted from product use. If the 360-degree rotation is not performed during puncture, there may be a slight resistance when removing the cannula. In such cases, the healthcare professional may reinsert the cannula, potentially piercing the catheter during the procedure. If the product had already been pierced prior to use, the puncture would not have been possible. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.